Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch history records could not be carried out as no lot number was provided. No samples or photographic evidence were provided, preventing a more thorough investigation. Due to the nature of the reported complaint, our medical team were asked to perform an investigation. The medical team concluded: ¿no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Based on the limited information provided, it cannot be concluded that the reported post-operative symptoms/infection and/or severity was a result of the extended use of the dressing. Although the dressings should only be applied/changed by a healthcare professional, early identification of post-operative infections is paramount. The patient impact beyond the reported symptoms/infection cannot be determined, although it was communicated that an additional surgical procedure was being considered. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated.¿ a risk management review was carried out. However, based on limited clinical / medical information linking this complaint to the device, no further action is required at this time. As per the instructions for use for pico 7; ¿dressings should only be changed in line with standard wound management guidelines, typically every 3-4 days. At the healthcare professional¿s discretion a pico dressing may be left in place for up to 7 days.¿ smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. This reported issue will be continued to be monitored for any adverse trends relating to this product range.

Event description:
It was reported that the pico 7 was placed after a right total hip replacement surgery on (B)(6) 2019. It was not removed until 2 weeks later at dr office visit. By that evening signs and symptoms of a wound infection started to develop- redness/hardness at lower incision site. Customer had called the dr. Office after 7 days, when the pump stopped working as expected, and wondered if maybe the dressing should come off or be changed at that time. They said no, they always leave it in place until the 2 week visit. Customer is concerned that leaving the dressing on for those 7 additional days contributed to the wound infection. There was not much drainage present. Customer still has the wound infection area of redness and hardness, no drainage and dr. Is monitoring this and considering the need to reopen the incision.